Event description:
The customer reported a file corruption error message. This error causes the system to lock up or not to boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system connections were reseated and the system was rebooted. The system was tested and found to be working as intended and returned to service.